Manufacturer narrative:
Examination was not possible, as the product was returned. Provided information states the wrong size of stem may have been chosen. Provided information also states the product is not suspected of failing to meet specifications or contributing to the event. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised because of pain, found stem loose.